Manufacturer narrative:
The investigation summary indicates that the: products were not returned and no lot numbers were provided. X-rays and pictures were reviewed, however, we are not able to confirm the reported pain with the recieved information. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier not available for reporting. Patient age reported as 30¿s. Date of birth not available for reporting. Date of event: date patient pain began is not known. PMA / 510k: this report is for six (6) unknown 3.5mm cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a removal of hardware took place. Patient had open reduction internal fixation (oric) of the distal tibia and fibula on (B)(6) 2016. Patient healed well with good union but complained of lateral ankle pain. On investigation, computed tomography (CT) showed some of the 2.7mm locking screws were close to the syndesmosis joint between the tibia and fibula and it was elected to remove the hardware. All plates and screws were intact as shown on x-rays. During removal, all 3.5mm (locking and cortex) screws were removed easily. Three (3) of the 2.7mm variable angle (va) locking screws were removed intact. Four (4) of the va 2.7 locking screws snapped with audible click when their removal was attempted. The plate was removed and the 2.7mm screws were attempted to be removed by over reaming and conical extraction bolt. However, the shaft kept snapping a small distance down the shaft of the screw (approximately 3-5mm). The removal of the tips of these screws was abandoned, leaving two (2) of them suspected close to the syndesmosis joint. Extra gear was brought in to aid removal. Delay to procedure one hour. This report addresses the hardware removal due to patient pain. The intraoperative breakage of the four (4) screws is addressed in (B)(4). This report is for six (6) unknown 3.5mm cortex screws. This is report 5 of 5 for (B)(4).